Event description:
It was reported that the patient's infection had cleared.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the ipg was explanted on (B)(6) 2019. The patient was given antibiotics to treat the infection. The infection has not been confirmed to have cleared as of yet.